Manufacturer narrative:
The reason for this revision surgery was to remedy soft tissue damage 2 months after surgery. The outcomes attributed to this event are a required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt tore the soft tissue in subscapula causing the shoulder to become unstable.